Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system, has been experiencing multiple episodes of ventricular tachycardia (vt) for which this device delivered appropriate electric shocks. Device interrogation revealed a code 1005, indicating an open circuit condition. The patient was admitted to the hospital due to an underlying health condition and a device changeout procedure has been scheduled in the near future. No additional adverse patient effects were reported. At this time, this device system remains in service.